Event description:
It was reported that the customer experienced an issue with the monopolar curved scissors instrument. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The following additional information was obtained from the image review team: there was a scratch on the tube extension of the monopolar curved scissors (mcs) tube extension. There was a potential fragment at the portion where the orange was revealed underneath. .